Event description:
It was reported that the patient developed lower abdominal pain following abdominal sacral colpopexy performed in 2001. Cultures were performed and results were moderate in flora. Patient was placed on cipro and flagyl and in 2002, the tissue was explanted. No further complications were reported.